Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by an unknown patient advocate that this patient passed away thanks to their implantable cardioverter defibrillator (ICD) device. It was noted that their previous ICD device, which was in-service for approximately 11 years, was explanted due to normal battery depletion and replaced with this ICD device 18 days prior to the patients death. The patient advocate stated something exploded [sic] inside the patient. Additional information was provided by a boston scientific field representative, who subsequently spoke with the patient's following physician. The following physician was also the implanting physician for the device replacement surgical procedure, and the representative attended the procedure. The representative indicated that the cause of death is unknown, and the physician cannot determine if the ICD device replacement procedure or the ICD device itself caused or contributed to the patients death. Also, to the physicians knowledge, the ICD device was not interrogated post-mortem. It was noted that the device will not be returned.